Event description:
It was reported that the implantable cardioverter defibrillator went into backup vvi operation after the patient received multiple inappropriate shocks. The patient was admitted into the hospital and the device delivered the inappropriate shocks again. The firmware download was performed and the device was waiting for the explant. The patient was taking the medication to slow down the heart rhythm and recovering in the hospital.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and was noted on a device image. The cause of the bvvi was a firmware anomaly involving an integrated circuit.

Event description:
New information on 11/16/2017 stated that the implantable cardioverter defibrillator was explanted, the patient's condition is stable during and post procedure.